Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the nurse opened the package pre-operatively, they found that there were two needles. They used new suture to complete the case. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device. A visual inspection of the returned product noted one suture and two needles. One of the needles was attached to the suture and both showed no abnormalities. The other needle was returned detached from any suture. There was no indication that a suture had been inserted into the barrel, and the were no crimp marks at the swaged end. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. A definitive root cause could not be determined with regard to the reported condition.. If information is provided in the future, a supplemental report will be issued.